Event description:
The nurse reported that the pneumosure switched off spontaneously during an anastomose for prostatectomy (13mmhg and 7l/min). The customer tried to switch on the device, but was not successful. The surgeon had to use another insuflator to complete the surgery.

Manufacturer narrative:
The unit corresponding to this report was not received in our facility for evaluation. Therefore, the failure could not be replicated. The unit involved was manufactured between feb 2008 to jul 2008. Most probable root cause of the reported failure was a non-conforming heater temperature sensor (of which one of the components is a transistor). A superficially similar looking issue occurs when "the contact between the mio board and mio-lcd and touch screen display board are non-conforming, which results either in the unit not powering on or a non conforming touch screen. Heater temperature sensor on the hpu out of specs due to use of "cosmet" transistor as opposed to "bourns" type which is currently verified with the most recent software version. The heater temperature sensor is used to heat the incoming gas from the bottle to house gas to avoid the unit from freezing up due to high flow rate of compressed co2. As containment the product was put on ship hold. Also a corrective action was opened for the issue. Currently, the proper field action is being contemplated.